Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "misassembled packaging (incorrect position of packages inside the box)". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter were packed in a way that catheters were bent. The customer was looking for one that was straight as they could not use the bent ones. The customer never used the bent ones, so it was waste of catheter. It was also stated that the silver tabs were not bursting properly and they were struggling as they had arthritis.

Event description:
It was reported that the intermittent catheter were packed in a way that catheters were bent. The customer was looking for one that was straight as they could not use the bent ones. The customer never used the bent ones, so it was waste of catheter. It was also stated that the silver tabs were not bursting properly and they were struggling as they had arthritis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.